Event description:
It was reported that the patient presented for an implant procedure. It was noted during maneuvering the left ventricular (lv) lead through the patient's vessel, the lead exhibited resistance despite had been flushed prior. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.